Event description:
The customer reports an evis lucera duodenovideoscope had a gap at the knob. Upon inspection/evaluation of the returned device, olympus found the inside of the lens to be dirty, indicating insufficient reprocessing. There is no patient impact associated with this occurrence.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the device shows: the angulation in the up direction is out of standards due to worn of angle-wire. The angulation in the right direction is out of standards due to worn of angle-wire. There is a fluid leak due to a crumpled elevator channel plug. The forceps angulation is out of standards due to loosening k-wire. The inside of lg lens is dirty. There is gap in the adhesive. The cover is deformed. There is corrosion due to leakage at the controller. There is corrosion due to leakage at the elevator connector. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Based on the device inspection and investigative results, the cause was presumed as below: - physical stress generated a gap at the lg (light guide) lens glue. Dirt entered from there. - moisture invaded the device from the leaking point, which corroded components inside the lg lens. Corrosion product left as dirt. The user can prevent the suggested event and detect irregularity by device handling in accordance with the following instructions for use (IFU) statements: ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The IFU continues: "be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions.¿ olympus will continue to monitor field performance for this device.